Event description:
During procedure, surgeon attempted to close jaws to seal tissue, jaws broke, instrument removed from body and from surgical field. Second device opened to field. Surgeon attempted to activate device, generator stated device failure. Unable to use. No harm to patient.